Event description:
Severe stenosis or a fibrin sheath along the entire length of the innominate vein was revealed during a hemodialysis catheter removal and new catheter insertion. Attempts to dilate the stenosis with a 10 mm angioplasty balloon were moderately successful. Injection of contrast post-angioplasty revealed no significant flow across the innominate. In an attempt to insert a catheter, the tract was dilated with the 14fr dilator. However, the dilator broke at the point of the insertion of the wire into the subclavian vein. Attempted to remove separated tip with snare, however, it was only retrieved to just out of the vein.